Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an express sd stented catheter. The balloon was loosely folded. The stent was returned separated. The hypotube, outer shaft, inner shaft, balloon, stent and tip were visually and microscopically examined. Inspection of the device and stent presented no damage or irregularities.

Event description:
It was reported that stent premature deployment occurred. The stenosed target lesion was located in the vertebral artery. A 4.0mm x 15mm x 150cm express vascular sd stent balloon catheter was advanced for treatment. However, during procedure, the stent was half-released. The procedure was completed with another of same device. No patient complications were reported. Patient status was stable.

Event description:
It was reported that stent premature deployment occurred. The stenosed target lesion was located in the vertebral artery. A 4.0mm x 15mm x 150cm express vascular sd stent balloon catheter was advanced for treatment. However, during procedure, the stent was half-released. The procedure was completed with another of same device. No patient complications were reported. Patient status was stable.